Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : complications following percutaneous mitral valve edge-to-edge repair using mitraclip.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention it was reported in a literature review that this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted recurrent heart failure, dilated left ventricle and a pan systolic murmur. The clip delivery system (cds) was advanced to the mitral valve and the clip grasped the leaflets fine, reducing mr to 1-2. Mean pressure gradient was at 2mmhg. The procedure continued with clip deployment; however, upon clip deployment, the mr increased to 4. The clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilized the slda. The mean pressure gradient was 4mmhg. Two clips were implanted, reducing mr to 1-2. No other information provided.

Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed a cause for the reported single leaflet device attachment/slda cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a